Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in conjunction with a non-mdt stent graft system for the endovascular treatment of the patient for a type ia endoleak in a 62mm abdominal aortic aneurysm. 7 endoanchors were implanted between the main body and the proximal neck. It was reported approximately 2 years post the index procedure, the patient was hospitalized for malnutrition. A CT revealed a 90mm asymptomatic thoracic aortic aneurysm. The event is currently unresolved and continuing with treatment. The investigator has assessed the event as related to the aneurysm. No additional clinical sequalae were reported and the patient will be monitored by their physician.